Manufacturer narrative:
A ge representative evaluated the system and replaced the single board computer and hard drive. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported a communication error, system will not boot. No pt injury was reported.